Event description:
It was reported that an ilet device was dropped and subsequently displayed lines across the screen, resulting in impaired screen visibility and the device being taken out of use pending replacement. Symptoms included no reported adverse clinical effects, with the user indicating no blood glucose impact and no acute events such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no injuries, no medical intervention, and no hospitalization. Investigation included the collection of event details and return logistics for device evaluation. Investigation of this case revealed damage to the display component consistent with physical impact, aligning with a hardware screen-visibility problem due to external mechanical stress. It was concluded that the cause was user-induced mechanical damage unrelated to device design or manufacturing.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."